Event description:
It was reported tha approx. 1 month after the placement of a left femoral-popliteal bypass graft, the pt developed redness, pain and swelling of the incision site in the upper left anterior calf. This required an incision and drainage. Cultures showed msra. One month later, the pt returned to the ER with chills, fever of 103 degrees, cough, sore throat, rhinorrhea, frontal headache. There was a tender, swollen hot area behind the knee, medially. The graft failed due to clotting. The infected graft was removed.